Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) did not meet expected longevity, cause unknown.

Event description:
It was reported that the device was replaced due to possible premature battery depletion. No patient complications were reported as a result of this event.